Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: aneurx ¿ unk, product ID: unknown, serial/lot#: unknown, ubd: unknown, UDI#: unknown and aneurx ¿ unk, product ID: unknown, serial/lot#: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors system were implanted in a patient for the endovascular treatment of a ruptured 100 mm diameter abdominal aortic aneurysm. The patient had an aneurx stent graft system previously implanted approximately ten years earlier and the endoanchors were implanted for treatment of migration and an unknown endoleak. A gore excluder aortic cuff was also implanted in the patient along with two unknown 32mmx40mm cuffs and one unknown 28mm cuff. Four endoanchors were implanted from the aortic cuff to the aortic neck, three were implanted mid-segment and two were implanted distally. It was reported the patient expired approximately three years later. The event was assessed as related to either the device or procedure. The cause of death is unknown. No additional clinical sequelae were reported and the patient is expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.